Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material and dirt may not have been removed due to imperfection of proper reprocessing caused by leakage at biopsy channel. The event can be prevented by following the instructions for use: "inspection of the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator had presence of foreign material. Thi sis attributed to insufficient cleaning. The forceps elevator control lever is broken and deformed, due which it does not move smoothly. Other observations for the device: forceps elevator lever insulation is compromised due to a cut on heat shrinking tube; forceps channel port has a dent; switch box has a dent; air/water cylinder and suction cylinder have discoloration; right/left knob has a scratch; due to damage on channel tube, water tightness is lost; cover of light guide bundle is damaged; connecting tube has a buckling; adhesive around objective lens has wear; distal end is shaved; forceps elevator l-arm has corrosion; adhesives are worn out; and light guide lens is dirty. The user¿s complaint of broken forceps elevator control lever was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an issue of forceps elevator control lever (albaran lever) being broken off during an unknown procedure. There is no reported harm to the patient. Upon evaluation of the returned device, it was observed that the forceps elevator had presence of foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the presence of foreign material in the forceps elevator as observed during device evaluation.